Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: one curved opening, creases and yellow particles in device outer surface. Leak test and microscopic analysis was performed which identified: four openings striated, opening sharp, nicks others and partial delamination of plug strap disk. A dimension measurement in the shell was performed which identify the thickness within specification. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: - four openings striated assessed as surgical damage. - one sharp opening assessed as unidentified (tear) opening. -nicks others assessed as non-penetrating nick. - partial delamination of plug strap disk shell due to adhesive failure.

Event description:
Healthcare professional reported right side "pain" and "deflation." Device has been explanted.

Manufacturer narrative:
Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side "pain" and "deflation." Device has been explanted.